Event description:
While arthroscopically inserting a mitek versalok anchor into a humeral head, the stainless steel insertion sleeve (approx 2 inches in length) was inserted into the bone. This pusher sleeve is normally fixed to the insertion shaft and remains a part of the insertion mechanism. This incident was discovered when post-op radiographs were taken on (B) (6) 2010, at which time the sleeve was seen within the humeral head. There was no indication of any problem at the time of surgery and the insertion gun had seemingly operated normally. Dates of use: (B) (6) 2010. Diagnosis or reason for use: rotator cuff repair.